Manufacturer narrative:
Follow-up # 1 date of submission 10/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings:a visual inspection of the pump showed that the keypad cover was undamaged. During testing, the up arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.